Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During revascularization, 2 powercross and pacific plus pta balloon were used to treat the target lesion. During another revascularization, a powercross and a pacific plus pta balloon catheter were used to treat the target lesion. Approximately 10 months post first revascularization and 5 months post 2nd revascularization, patient suffered critical ischemia of target limb and target lesion revascularization was carried out , using a pacific xtreme and 2 non-medtronic pta. Investigator assessed event is not related to the device, procedure and paclitaxel.